Event description:
Further information was received indicating while the patient was sleeping, the patient awoke due to a vibratory alert for back-up vvi (bvvi) mode. The bvvi induced the left ventricular lead to stimulate the pectoral muscle which the patient described as a "shock." No evidence of an inappropriate shock was found. The event was resolved three days following when the firmware was successfully downloaded and normal device function was restored. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient felt a vibratory alert and presented to the emergency room after receiving an inappropriate shock. The device was interrogated and was found in back-up vvi mode due to a communication issue with the merlin transmitter. The firmware was successfully downloaded and normal device function was restored. The patient was stable.